Event description:
The pt underwent augmentation mammoplasty with silicone gel implants in 1980. Recently on mammography and sonograph, rupture of the left implant was noticed. Pt was then admitted for bilateral capsulectomy and implant removal. On the left side, it was apparent that the implant had ruptured. On the right side, there was no total rupture or loss of integrity, but the implant had a tacky feel to the surface. There was surrounding silicone granuloma type reaction in the medial and superior medial areas where difficult dissection was encountered.